Event description:
Customer reported that while performing an antibody screen test on the provue analyzer, the analyzer interpreted a 1+ reaction as negative. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, a patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote. No death or serious injury occurred. No erroneous results were reported out of the laboratory.

Manufacturer narrative:
No death or serious injury was reported by the customer. The customer questioned the results based upon patient history and repeated testing manually in gel, and anti-k was identified. No erroneous results were reported by the customer. Field engineer (fe) verified the customer complaint on site and found that the result-reading camera had come out of adjustment. The fe performed all necessary camera and optics adjustments returning the instrument to its expected functional performance. Depending on the specific antibody, a false negative antibody screen could occur leading to the inadvertent transfusion of incompatible blood. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, a patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequentm is not remote. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.